Manufacturer narrative:
An event regarding malposition involving an unknown triathlon baseplate was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the patient's right knee was revised due to an overall valgus position driven by the tibia. The event could not be confirmed as insufficient information was provided. Further information such as device identification and return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As per pss implant request: valgus positioned rtkr. The current knee implant is in an overall valgus position which I suspect is being driven by the tibia. What I seek is to retain the current implants and have a custom liner designed such that the mechanical axis (line drawn from the center of the hip to the center of the ankle) passes through the center of the knee. I would like to have trials available and would like to minimize the overall thickness increase of the new insert. I performed a tkr previously with standard resections which included 9 mm referenced tibial cut from the lateral tibial plateau and 10 mm overall distal femoral cut. We have tried bracing as well as strengthening the hip and knee and working on correcting the valgus positioning conservatively which has failed. The tkr components are as listed uncemented stryker triathlon size 5 cr femur, size 4 tibia and 4x9 mm cs liner.